Event description:
A journal article was reviewed which contained information regarding this patient's leads. The article reported that the day after implantation the atrial lead dislodged. The lead was replaced. The patient subsequently developed chest pain; however, no pericardial fluid was seen on the transthoracic echocardiographic (tte). The patient was discharged. Two days later, the patient was readmitted to the hospital with ¿worsening¿ chest pain, sweating and evidence of pericardial effusion/tamponade seen on the tte. The effusion was drained. The lead remains in use. The patient was monitored and no further complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: increased perforation risk with an MRI-conditional pacing lead: a single-center study. Pacing clin electrophysiol. 2015 mar; 38(3):334-42. Doi: 10.1111/pace.12550. Epub 2014 dec 2. (B)(4).